Manufacturer narrative:
Patient information was not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement suretrak medium clamp shipped to site 03/31/2016. No parts have been received by manufacturer for analysis. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site damaged the set screw in the medium suretrak clamp. The clamp was attached to a midas drill. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that the instrument was damaged outside of surgery (no patient present) during sterile processing.

Manufacturer narrative:
Correction to patient codes: as previously reported the instrument was damaged outside of surgery (no patient present) during sterile processing. Patient codes corrected. Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the adjustment screw has been cross threaded causing difficulty setting the clamp. The clamp will only close so far before seizing. The reported event was confirmed to be caused by mechanical failure, due to the cross threaded screw. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.